Event description:
Customer reported that she was checking her blood glucose readings and they kept going up. Customer also mentioned a button error alarm. Customer's blood glucose reading at the time of the call was 310 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the functional testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.